Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose, flu, diabetic ketoacidosis, and a heart attack on march 7, 2018 with blood glucose of about 800 mg/dl at the time of the incident. The customer was at 283 to 300 mg/dl at the time of the call. The customer experienced high symptoms such as incoherence. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer had calibration errors, sensor glucose versus blood glucose differences, and treating their blood glucose off sensor glucose that read low. The customer also reported a low blood glucose incident of 58 mg/dl where the customer was given juice and glucose tablets to treat. The customer experienced symptoms such as sweating profusely, being unresponsive, and loss of consciousness. The customer had bolused twice instead of once and the sensor did not read low enough or suspend. The customer had bolused twice instead of once and the sensor did not read low enough or suspend. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.